Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. In the evening of (B)(6) 2022, the patient¿s pump alerted and displayed a cgm value of 69 mg/dl. She ingested a protein bar, 2 tootsie rolls, and woke in an ambulance. She was told by her brother, that she had lost consciousness, and emergency medical services was called. Upon arrival, ems performed a bg which was 17 mg/dl, the cgm value at that time was not provided. The patient was treated with IV glucose and transported to the emergency department. The patient was treated in the emergency department (ed) with IV glucose and an electrocardiogram was performed. She was released a couple of hours later when her bg returned to normal. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.